Manufacturer narrative:
Other (intervention required) - results: endoleak, graft migration. Aortic neck dilatation and angulation, disease progression. Conclusion: aortic neck dilatation and angulation disease progression.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8.5 years ago. Aneurysm and vessel morphology at the time of implant is unk. No endoleak was noted at the end of the implant procedure. It was reported that the pt had limited follow-ups in the past, including imaging performed in 2005 that showed 1 cm of overlap between the proximal aneurysm aortic cuff and the bifurcated stent graft; however, the pt's last CT scan in 2006 showed a type iii endoleak/component separation between the cuff and the bifurcated stent graft, although no intervention was performed. A recent CT revealed that the bifurcated stent graft (MDR# 2953200-2009-00768) migrated 7 to 8 cm distally due to the dilatation of the aortic neck from disease progression and, additionally, that a proximal type 1 endoleak was found at the aortic cuff (MDR# 2953200-2009-00769). At the time of migration, the aortic neck had a diameter of 25 mm and an angulation of 50 degrees, and the aneurysm was now greater than 9 cm in diameter. The physician elected to implant a talent thoracic cuff, followed by ballooning, to bridge the component separation between the proximal aneurx aortic cuff and the bifurcated stent graft. To treat the type 1 endoleak, the physician elected to implant a talent abdominal aortic cuff proximally to the aneurx cuff and intentionally covered the left renal artery in order to achieve proximal fixation. Another manufacturer's stent was then implanted within the talent abdominal cuff and ballooned to achieve radial force. Both endoleaks were successfully resolved. No additional clinical sequelae were reported, and the pt is fine.